Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer changed their infusion set site and tubing and received an additional occlusion alarm. The customer stated that they were wearing their pump against their skin when these occlusion alarms were received. Tandem technical support advised the customer not to wear their pump against their skin as this can cause an abrupt temperature change to the pump. The customer¿s blood glucose (bg) level was not impacted and the customer declined troubleshooting the issue.